Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 19, 2019 that a wallstent biliary partially covered stent was to be used to treat a 3cm periampullary carcinoma in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metalic stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight but not tortuous and was not dilated prio to stent placement. According to the complainant, during the procedure, the stent became stuck after crossing the point of no return. The physician tried several times to deploy the stent and suddenly the stent deployed in a wrong position. The stent was removed with a dormia basket and another wallstent biliary stent was placed to complete the procedure there were no patient complication reported as a result of this event. The patient's condition following the procedure was reported to be stable.